Event description:
It was reported that during surgery, the block has broken. No delay was reported and a backup device was available. The piece was recovered, did not fell in the patient.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device was noticed broken while being cleaned and not while being used on the patient, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.